Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported to a non-injecting healthcare professional that they was injected in glabella with juvederm® and developed "impending necrosis."